Event description:
It was reported the patient experiences burning and pain at the ipg site most commonly associated with charging the ipg. The patient has also experienced the pain when the ipg has turned on uncommand due to interaction with an unrelated magnetic field coming from the patients cell phone. Due to this and the report that the patients therapy, while effective, not as effective as the trial a surgical procedure may be pending to explant the ipg.

Manufacturer narrative:
As received, reported event for burning at the ipg site use when charging was not confirmed. The ipg, after being depleted, was able to fully charge. Pocket heating testing while charging was conducted using the returned ipg and le charger for 10 hours using test method 76-0011 and analyses of the test data revealed that the temperature distributions on the ipg surface were within specification as indicated in compliance in the eon mini product requirements specification. No anomaly was observed that would have affected the operation of the ipg or reported event. The reported event of uncommanded start up was confirmed based on the evidence provided by the patient that they were able to turn on the ipg output stimulation with their iphone 12 due to the phone having embedded magnets. As received, the returned ipg had multiple broken feedthrough wires; consistent with explant damage. It passed autotesting and bench testing on all steps except for channels # 1, 5, 6, 7, 8, 15 & 16 due to the broken feedthrough wires. When the ipg is turned on with a magnet, the output stimulation will ramp to the last settings used by the patient, which in this case was a high setting. When the ipg is turned on with the patient programmer, the output stimulation will go to the perception setting of the program. Testing verified the ipg operated as designed.

Event description:
It was reported during follow up that surgical intervention was undertaken wherein the ipg was explanted.